Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis and mi). No results available since no evaluation performed (procedural images or device not returned for evaluation). Conclusion: unable to confirm complaint (procedural images not returned for evaluation). Known inherent risk of procedure (stent thrombosis and mi) (B)(4).

Event description:
The physician implanted a 3.0 mm diameter x 15mm length resolute integrity rapid exchange (rx) drug eluting to treat a lesion in the rca of a patient. It was reported that the patient returned with an mi and stent thrombosis five (5) weeks after the stent implantation. Two (2) endeavor stents were implanted to treat the stent thrombosis with no issues reported. No other clinical sequelae were reported.